Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal stent graft. The patient presented emergently with back pain on (B)(6) 2026. Reportedly, an indeterminate endoleak was causing aneurysm enlargement that was noted as a possible type ia or type iiib endoleak. Reintervention was successfully completed on (B)(6) 2026 with the implant of an afx2 bsg, an afx vela suprarenal stent graft and an ovation ix limb stent graft extension. The patient was reported to be stable post-secondary procedure.